Manufacturer narrative:
The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that during an ablation procedure medical personnel were monitoring a patient when their device reportedly powered off unexpectedly by itself. The customer believed that power was restored and the device was used to continue patient care. There were no reports of any adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer to see if any further information about the patient or event could be provided. The customer advised that he had no additional information, other than what has already been provided.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that during an ablation procedure medical personnel were monitoring a patient when their device reportedly powered off unexpectedly by itself. The customer believed that power was restored and the device was used to continue patient care. There were no reports of any adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer to see if any further information about the patient or event could be provided. The customer advised that he had no additional information, other than what has already been provided.